Manufacturer narrative:
Device codes: 2017 labeled . Internal file number - (B)(4). Device code 2017 - failure to follow steps/instructions. Evaluation summary: visual and dimensional inspections were performed on the returned guide wire and the separation was confirmed. The reported failure to advance, difficulty to remove from the anatomy and device entrapment were unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that the hi-torque powerturn instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, the reported IFU violation does appear to have caused or contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties of appear to be related to user error. Based on the reported information, the guide wire encountered resistance against the totally occluded anatomy causing the failure to advance. The physician began to spin/torque the guide wire to advance it through the anatomy causing the guide wire to become stuck and/or entrapped in the anatomy and the difficulty to remove. Manipulation of the guide wire against resistance likely resulted in the core and coil separation, stretched and smashed coils, the bent and twisted core consistent with torqueing of the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1751 not labeled device codes: 1562 labeled 1212 labeled 1528 labeled 2524 labeled internal file number - (B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the right coronary (rca). The ht powerturn flex guide wire was advanced with resistance noted into the smaller occluded vessel and the fellow began spinning the guide wire to advance it. The guide wire became stuck in the anatomy and when it was attempted to pull the wire back, it snapped. The distal tip was stuck in the vessel and the proximal portion (about 20cm) was free floating in the aorta. The proximal portion of the guide wire was able to be retrieved with the guiding catheter and a snare was used to attempt to retrieve the tip. During snaring, the patient experienced bradycardia and was administered nitroglycerin to relax the vessel. The snare was not attempted anymore, instead a 3.0x30 mm rx trek balloon dilatation catheter was advanced and inflated to 20 atmospheres and the tip of the guide wire was able to be released from the vessel. Everything was then removed from the patient at the same time via the right radial access site. There was nothing left in the patient. There were no further patient sequela. No additional information was provided.